Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) balloon pump batteries aren't charging.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse then performed steps to reproduce the reported failure/error, yet the failure was not reproduced; and the the unit continued to function as intended. The fse also noted that the superior to the rear on the transport console had minimal damage to the insert slot snapped preventing the tightening of the one screw (1x). The fse then ran all the tests in accordance to the manufacturer's specifications. All tests were within range.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.